Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using hemosplit hemodialysis catheter. During the procedure, a serious adverse event related to the procedure was reported. However, the current status of the patient was unknown. This is report 2 of 13.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.